Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred due to an accidental malfunction of the parts on the circuit board.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a faulty dx board. It was determined that replacement of the dx board was necessary in order to resolve the issue.

Event description:
A user facility reported to olympus that the sdi ports were not functioning and no image was produced. The problem, as reported to olympus, was found during equipment checks. There was no patient involvement and no patient injury or harm, associated with the problem, reported to olympus.